Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that there was pain at the patient's spine upon palpation. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient¿s leads had migrated. The patient underwent a lead revision procedure for better coverage.

Event description:
A report was received that there was pain at the patient's spine upon palpation. The patient will undergo a lead revision.

Manufacturer narrative:
Correction to fu1 in field h10. Field h10 should have stated: additional information was received that the patient¿s leads had migrated. Additional information was received that there will be no further course of action.

Event description:
A report was received that there was pain at the patient¿s spine upon palpation. The patient will undergo a lead revision.